Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) device presented to the emergency department after being discharged from the hospital following the implant procedure. The patient reported syncope and hemorrhage; a pocket hematoma was noted at the s-ICD incision. The patient received a blood transfusion. The cause of the observations was related to the s-ICD implant procedure and the patient's medications. The event was considered resolved about six days later. No additional adverse patient effects were reported. The device remains implanted and in service.